Event description:
It was reported that during the implant procedure. The screw would not retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the defib conductor of the lead was distorted. Upon inspection, it was noted that the defib coil on this specific sprint quattro lead was distorted.